Manufacturer narrative:
Add'l info was requested. A review of the mfg records for the device is being conducted. Also were implanted (B)(4).

Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt tolerated the procedure. On an unk date, the pt experienced non-st segment elevation myocardial infarction (nstemi) and had a treatment. Further info was requested.